Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon receipt all gels were deployed and the electrode belt failed incoming testing. The cause for the test failure was defective esd700 (6 line esd protection diode array) component in the electrode belt distribution node. Esd700 was internally shorted. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The last patient to use this electrode belt did not report any problems.

Event description:
A (B)(6) male patient's son contacted zoll customer support to report that the patient was receiving constant check belt alarms. The patient was issued a replacement electrode belt.